Event description:
It was reported that froze on wire occurred. The patient was undergoing coronary arteriography which revealed no significant stenosis observed in the left main artery. The left anterior descending artery showed 90% stenosis in the proximal and middle section and a visible dissection shadow and occlusion in the middle section. The left circumflex artery revealed 20% stenosis in the proximal and distal section, and 80% stenosis in the second obtuse marginal artery in the middle section. The middle section of the right coronary artery was extremely tortuous with a maximum of 90% stenosis in the long lesion. A 1.20mm x 8mm emerge push balloon catheter was advanced for dilatation. During the intervention, the balloon was stuck with the percutaneous transluminal coronary angioplasty (ptca) guidewire. The ptca wire and the ballon were removed together. No patient complications were reported.